Event description:
A doctor alleged that three (3) patients had experienced the loss of a crown after placement with the maxcem elite clear. This is the third of three (3) reports.

Manufacturer narrative:
The patient had experienced the loss of a crown from tooth #31 which was placed many years ago; therefore, original cementation details are unknown. The doctor cleaned out the crown and re-cemented it using maxcem elite on (B)(6) 2013. The patient reported that the crown had debonded and returned to the office on (B)(6) 2013. The doctor cleaned out the crown and re-cemented it using maxcem elite a second time, without further incident. The product involved in the alleged incident was not returned. Lot # 4720558 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.